Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was difficult to open and close. A field service engineer (fse) inspected drawers 5.1 and 5.2, which were reported as broken; however, no failures were observed upon arrival. The drawers were difficult to open and close. The fse identified missing and damaged bumper slides, replaced four slides, and tested the drawers using the hardware test application (hta), confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 1, 2, and 5 were failed and could not be recovered. Upon inspection, physical damage was noted behind the drawers, and replacement was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.